Manufacturer narrative:
The returned device was evaluated and the inspection of the outer shell did not find any cracks or damages. Inspection of the cannula assembly found a rip near the distal tip. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 400 mg/dl after wearing the pod between 4 and 24 hours on the abdomen. There was also damage noted at the outer shell of the pod. The patient was able to activate a new pod and give a bolus (exact amount was not provided) which lowered the patient's bg levels to 95 mg/dl.